Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the probe was broken. When omsc checked the fractured surface, it was found a black discoloration on the probe fracture surface. The crack had spread starting from the black discoloration. There were no scratches around the black discoloration. As a result of confirming the device history record (DHR) for the serial number of the device in question, there were no abnormalities in the following items related to the event you pointed out. - ultrasound output - ultrasonic oscillation - amplitude - appearance as a result of checking the instruction manual (drawing no. Ge4982, revision no.18), the following description related to this event was found. This event has been warned about in the instruction manual. - do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. - do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob. The probe could contact internal parts and become damaged. - if the ultrasonic output stops during the procedure, the ultrasonic output warning lamp of the generator lights up and a warning tone sounds, immediately remove the insertion section of the instrument from the patient, with the transducer and connection cable connected. Then inspect the probe and the handle as follows. Otherwise, patient injury and/or equipment damage could occur. - if the ultrasonic output stops during the procedure, the ultrasonic output warning lamp of the generator (sonosurg-g2) lights up and a warning tone sounds. Immediately remove the insertion section from the patient, and inspect it according to the instructions given in section 8.2, ¿when the ultrasonic output warning lamp lights¿ on page 83. Otherwise, detachment of the probe tip may result. It is presumed that the probe breakage was caused by the following mechanism. 1. The probe cracked due to "outputting while pressing only the tip of the probe strongly against the tissue" or "outputting while twisting the scissors while holding the tissue". 2. Anomalous ultrasonic output occurred due to the output with cracks on the probe. 3. When the probe was chucked, a load was applied to the tip of the probe, and the probe broke starting from a crack.

Event description:
Olympus medical systems corp. (Omsc) was informed from olympus medical science sales co.,ltd. (Omsj) that the during the unspecified procedure, an error occurred frequently and the user facility could not use the subject device. Other information obtained is as follows. The phenomenon occurred during the second case. When the user facility checked the probe after the phenomenon occurred, the user facility found cracks and the probe bend. The probe does not fall into the patient's body. The intended procedure was completed with another device. There was no patient injury reported.